Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Manufacturer narrative:
The customer¿s report of an over infusion of clindamycin was confirmed. Inspection of the pump module was performed by (B)(6), manager of technical customer advocacy, during an on-site visit at (B)(6) 2015). Inspection confirmed that the device had a carefusion membrane frame installed. Functional testing was also performed and could not confirm any un-regulated flow conditions during testing. Log analysis of the pump module shows that on (B)(6) 2015 at 12:59am during programming of the source pump module device the user entered a rate of 550ml/hr and a vtbi of 45ml and started the infusion. The customer reported that the intended rate was supposed to be only 50ml/hr. The infusion program infused at 550ml/hr for 6 minutes and 21 seconds and then the pump module was powered off by the user. The total volume infused for this infusion was calculated to be 45.138ml. The root cause of the customer¿s report of an over infusion of clindamycin was determined to be due to user programming.

Event description:
The customer reported that a clindamycin 900mg/50ml programmed at 50ml/hour infused faster than intended.